Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of deflation were reviewed. Visual analysis of the photos identified white particles in the device inner surface. Due to the impossibility to perform a further analysis during device analysis performed through photographs, it is not possible to determine the cause of the event.

Event description:
Healthcare professional additionally reported "particles in valve".

Event description:
Device has been explanted.